Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. The heartstring iii IFU provides the following contradiction: do not use the heartstring iii proximal seal system in the portion of the aorta where conventional surgical anastomosis would typically not be created dur to the presence of palpable disease. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. A maquet representative conducted an in-service at the facility on (B)(6) 2013. Internal file number- (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices could not be inserted into the lumen of the aorta due to the condition of the patient's aorta. The devices bent at the tip. The aorta was oversewn and the vein was attached to the mammary artery. A clamp was also used to complete the procedure. The surgeon noted that the patient's aorta was very diseased and that there was no malfunctioning on the device. The hospital will reportedly not be returning the products in question. Refer to MFR report #2242352-203-00993 for the related report.